Manufacturer narrative:
The report of ¿shocking sensation¿ at battery sight was not able to be confirmed. Analysis of the lead found it was returned incomplete, only the lead tails (terminal end segments) were returned. One of the terminal end segments had a white band indicating it belonged to a penta lead.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2023-01109. It was reported that patient experienced uncomfortable stimulation at the ipg site. Surgical intervention was undertaken at unknown date for unknown reason wherein the entire system was explanted.